Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00256. It was reported that rotawire and rotalink burr broke inside the patient's body. The target lesion was located in the circumflex artery. A 1.50mm rotalink¿ plus burr and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the rotalink burr and rotawire broke off in the circumflex. The burr was able to be retrieved, however, a portion of the wire remains in the patient. No further patient complications were reported.

Manufacturer narrative:
Ae or product problem, outcomes attrib. To ae. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00256. It was further reported that when the rotawire broke off, the physician was able to snare and retrieve the proximal part of the wire, however, the distal part of the wire was still left inside the patient. The patient ended up passing after being in the hospital. Physician mentioned that patient's death was not due to the rota situation, it was the guide that would never seat and caused the beginning issues.